Event description:
It was reported that during the implant attempt, it was not possible to place the left ventricular (lv) lead in an adequate position without resulting in diaphragmatic stimulation. The lead was not used, and a second lead was also attempted, with the same results. The second lead was also not used, and a third lead was attempted, also with the same results. The leads were not used and an lv lead was not placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4396 implantable pacing lead - 2013 (B)(6). (B)(4).